Event description:
During inservice training by a zoll sales rep while using an electrocardiograph simulator, the device would not capture a bradycardic rhythm. The complainant indicated that there was no pt involvement in the reported failure.